Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and the advantage fit system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotic-assisted laparoscopic sacral uteropexy, cystocele repair, rectocele repair, urethrocele repair and cystoscopy; due to sui, cystocele stage iii, rectocele stage iii and pop.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.